Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR.: promus element plus, mr, ous 3.50x8mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts in the distal half of the stent were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A guidewire loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50x8mm promus element plus drug-eluting stent was selected for use. The device was advanced into the sheath but resistance was felt. The device was removed and found the tip of the stent strut lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. The lesion was treated with pre-dilatation.

Event description:
It was reported that stent damage occurred. A 3.50x8mm promus element plus drug-eluting stent was selected for use. The device was advanced into the sheath but resistance was felt. The device was removed and found the tip of the stent strut lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.